Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe s2 10ml 21ga 1-1/2in bd china tip cracked on 400 occasions and leaked. The following information was provided by the initial reporter: on (B)(6) 2021, when opening a box of 10ml syringe product packaging, it found that there were many cracks at the tip of the product, and leakage occurred when the liquid was sucked. After the discovery, it was removed in time and not used on patients.

Event description:
It was reported that syringe s2 10ml 21ga 1-1/2in bd china tip cracked on 400 occasions and leaked. The following information was provided by the initial reporter: on (B)(6) , 2021, when opening a box of 10ml syringe product packaging, it found that there were many cracks at the tip of the product, and leakage occurred when the liquid was sucked. After the discovery, it was removed in time and not used on patients.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided lot number 2009113. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, the tip of the barrel was observed broken. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an in-line detection system which inspects all product for signs of defect, automatically rejecting syringes with broken parts. After analyzing the returned picture sample, it has been concluded that the syringe damage was most likely a consequence of a misalignment in the packaging station machinery. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. Further action has not been determined necessary at this time. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.